Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) itsvtwb13, (imp,tsv,4.7,13,mtx,mg) for evaluation. Visual evaluation of the as returned product identified signs of use/ damage possibly due to the removal process but no apparent signs of malfunction that would cause or contribute to the event. A stuck screw discovered and is captured on (B)(6). DHR review was completed for the subject lot number 1257682. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1257682 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : pain. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, device malfunction did not occur that would cause or contribute to the event. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: PMA/510(k) number k101880.

Event description:
It was reported that the implant at tooth site #14 was removed due to pain & mobile. Patient came in for follow up & stated pain in implant #14. Dr discovered implant was mobile. Dr removed implant, placed bone graft to return in 6 months for re do. Symptoms as a result of the event: pain.